Event description:
Phlebotomist developed welts/sores on hands. Saw a physician and saw a different physician. Triamcinolone was prescribed twice.

Manufacturer narrative:
The customer was not able to provide the sample or the lot number. Without the lot number, the device history record could not be reviewed. Historical trending was done. There are no changes in the manufacturing process and formulation. A small percentage of the population may experience an allergic reaction to some of the anti-oxidants and accelerators which may be added during the manufacturing process. Some reactions may be caused by contact dermatitis and may not be allergic in nature at all.